Event description:
The following was reported on 2008: during a cerebral avm (arteriovenous malformation) coil and nbca (n-butyl 2-cyanoacrylate) embolization procedure, the subject device was used to control blood flow in the feeder vessel to the avm. During use, bleeding was observed. Though the exact location is unk, the bleeding may have been in the avm. The bleeding was stopped by embolizing the feeder vessel and proximal vessel of the avm. The procedure was completed without further issue. The pt condition following the procedure is unk.

Manufacturer narrative:
Add'l info from the user facility was inconclusive, as the pt condition pre-, during and post-procedure were unk. As well, the subject device usage conditions were unk. The device directions for use (dfu) warns: "never advance an intraluminal device against resistance. Movement of device against resistance could dislodge a clot, perforate a vessel wall, or damage the device." As well, per the dfu: "potential complications include, but are not limited to, local hematoma, arterial dissection and perforation, distal emboli, arterial thrombus, false aneurysm, and arterial spasm." Subject device was used without issue. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience.